Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was open. The stent graft was found to be released and was not included with the returned sample. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for deployment difficulties, as the delivery system was received in the deployed configuration, and the stent graft was released. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, additional manipulation of the stent graft was needed to complete the deployment successfully. There is no reported patient injury.